Event description:
In office check found an impedance of 2000 ohms before and after a cardioversion on (B)(6) 2020. Previous in office check on (B)(6) found impedance of 1142 ohms. Hm reported impedances within range. Noise suspected on atrial monitoring episode recording on may 13. Advised to evaluate lead further. Data to be presented to physician for next steps. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.